Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump drive support cap was flush and not recessed into the unit. The customer's blood glucose reading was 141mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, cracked end cap, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.